Event description:
It was reported that ¿the drug could not be administered to the patient due to a blocked tubing (clamped)." There was patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) correction: this file was incorrectly filed under this registration number and this follow-up report was generated as a retraction for that mrn. Please reference mrn 3012307300-2025-03865 for details pertinent to this event.